Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the set screw broke during surgery. The surgeon removed and replaced the set screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: macroscopic and optical examination did not identify crack, fracture, material deformation or damage. Functional evaluation with a sample bone screw found the break off screw was able to be fully engaged into the bone screw s head without issue. Conclusion: after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the break off screw or associated components. The implant appears to be capable of performing its intended function.